Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. The mfg records for top assembly batch 8601094 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.

Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured at 10 atms. The number of inflations and to what atms is unk. The lesion being treated is unk. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'good'.